Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during peripheral vascular imaging of the left leg the 4f catheter tip detached. The physician had acquired bilateral retrograde femoral artery access, and during a catheter exchange, over a stiff guidewire under fluoroscopy, the catheter tip detached. The physician used a vascular snare device to successfully externalize the free-floating foreign body from the patient liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.